Manufacturer narrative:
One used burr was returned for evaluation. Functional testing was performed and it was confirmed that the bushing rotates. Visual inspection confirmed that the batch was not deburred and there was no damage to the outer hub/ inner sluff chamber. Measurement of the scoring location was taken and the following scoring mark was noted: .0995 inches on the proximal end of the inner tube near the sluff chamber. A complaint analysis of the single-use dyonics straight burr product line submitted between 2010 and 2012 ytd has identified an increase in the percentage of complaints filed for shedding and/or seizing. CAPA (B)(4) has been opened to investigate the root cause and supply applicable corrective action. (B)(4).

Event description:
Using this bur arthroscopically at forward 5000rpm with power 2 shaver system and (B)(4) handpiece on the minute metallic debris was visualised in the sub acromial space. A shaver blade (B)(4) was applied and cleared the debris. Further burring occurred again leaving behind more metallic debris. Not all debris was removed.